Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 174 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that screen is frozen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.